Event description:
A complaint was received from a customer that reported the unit would "not turn on at all". The customer stated that they replaced batteries but this did not help. While on the phone a review of the system was conducted. The orientation of the batteries was reviewed that were satisfactory. The customer also stated that portions of the display were missing segments. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.